Manufacturer narrative:
Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
Rep reported that the surgeon was unable to visualize radiopaque markers on xray. Unable to determine orientation. Unable to read xray. The surgeon left the device implanted and has decided to xray the patient in a office follow up. No adverse consequences to patient. Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. In addition, an enhancement to the design has been implemented to these devices, which included a tantalum bead marker to the device to assist users when verifying the valve setting on an x-ray image. The previous revision did not have this marker. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Rep reported that the surgeon was unable to visualize radiopaque markers on xray. Unable to determine orientation. Unable to read xray. The surgeon left the device implanted and has decided to xray the patient in a office follow up. No adverse consequnces to patient.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.